Event description:
During an esophagogastroduodenoscopy procedure the tip of probe fell off in the pt. The tip was retrieved from the pt. Follow-up determined that the tip along with the 2cm guide tube fell off with the tip. Pt condition is fine.